Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer did not mentioned blood glucose at the time of incident. Troubleshooting was performed. Customer used alkaline battery. Customer states the contacts on the battery cap are neither missing nor damaged. The insulin pump was not exposed to moisture damage. The insulin pump will not be returned for analysis.